Event description:
The hcp reported that the pump was explanted due to "poor pain relief" as the pump was "apparently not working". The pump had been implanted for 67 months. Fentanyl was in the pump. It is unk if device troubleshooting was performed. Pt outcome was not reported.

Manufacturer narrative:
H6: final device analysis reveals no anomaly found- normal device function.